Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "small nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with 0.55 cc juvéderm volbella® xc. The patient was concomitantly injected with radiesse in the oral commissures. Four and a half months later, the patient reported small nodules in the lips. Eleven days later, the nodule possibly increased in size. The next month, the patient also experienced pneumonia and sinus infections and had dental procedures. The injector later confirmed treating the patient 11 days after the symptoms appeared with prednisone and biaxin, and repeated the treatment plan about one month later. Symptoms have not resolved.

Event description:
The symptoms resolved approximately 2 months after symptoms occurred.

Manufacturer narrative:
Additional data: date of event. A review of the device history record has been completed. No deviations or non-conformances noted.